Manufacturer narrative:
(B)(4). Conclusion - known inherent risk of the procedure per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the timing could not be confirmed; however, multiple bavs, in addition to valve deployment or post dilation could have caused the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Bav was first performed with a 20x4 tyshak balloon for two inflations, followed by a 25x4 edwards balloon inflation. The 29xt was deployed less 2ml of contrast in the delivery system, pvl was noted in two areas via tee. One ml of contrast was added back into the delivery system and post dilated with a good result, none/trace ar/pvl. Prior to removal of the delivery sheath, the echocardiographer noticed a defect superior to the valve, above the sinotubular junction (stj) level outside the aorta lumen. Multiple angiograms were performed and no visible extravasation of contrast was visible. The patient had a brief drop in systolic pressure to 70mmhg but remained stable as the pressure returned to baseline 100/110 systolic. Echo was unclear as to whether or not there was an annular rupture or aortic dissection. A CT determined the patient to have an annular rupture. A decision was made to take the patient to the or for repair. The patient remained stable and is in stable condition, one day post op. The timing of the injury could not be confirmed was considered possibly related to bav x 3 prior to valve implantation. The annulus measure 23x29 via CT, with moderate leaflet calcification. The sinotubular junction (stj) measured 29x31 mm2, and sinus of valsalva (sov) measured 29x31.